Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that a manufacturing representative was at the patient¿s lead repositioning. There was noth ing wrong with the equipment or lead from the manufacturer. The physician did not have the lead in the right spot for the patient. The physician repositioned the lead and the patient had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lead revision in (B)(6) 2014 due to not feeling stimulation in the right spot, so the existing lead was repositioned. The patient had not been feeling stimulation in the right place since initial implant in (B)(6) 2013.